Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an impla ntable pump for intractable spasticity and stroke. It was reported that the patient was in for replacement and the physician cut the catheter. The rep stated the physician permanently shut the pump and due to the elective spine surgery the catheter was cut and then the managing hcp tried to revise the catheter but was unsuccessful. The rep stated that there were plans replace the system in future. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep did not have possession of the device as it still remained in the patient. The patient was in for a spine surgery and there was no issue with the pump. It was reported that the doctor cut the catheter to gain access to the spine. When asked who initially reported the event, the rep stated that the provider let them know that they cut the catheter in the morning and they were not to be on site until the end. It was further reported that the hcp was contacted that morning to get more information on the pump/catheter/patient. The issue was not resolved and there were no plans at the moment. The rep stated that the customer was due for a replacement because of elective replacement indicator (eri). The rep stated that the hcp tried to revise with collets and the rep told the hcp that it would not work.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot/serial# (B)(6), implanted: (B)(6) 2007, product type: catheter; section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 13-nov-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.